Event description:
It was reported that there was a critical alarm. Telemetry done at the ER revealed multiple motor stall. A motor stall and recovery were noted in 2008. A motor stall was noted in the same month. A tube set error message was noted two days later, with no recovery message noted. Hcp denied that the pt had been around electro-magnetic interference. The pt was not experiencing any symptoms. No pt treatment or outcome was reported. The pt's pump contained morphine. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.